Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The other two proglide devices are filed under separate medwatch MFR reference numbers.

Event description:
It was reported that a puncture closure of an unspecified vessel was attempted using three proglide devices after an unspecified procedure. Reportedly, a suture break occurred. The method used to achieve hemostasis was not reported. There were no reported adverse patient sequelae. Although the name of the physician was not provided by the hospital, it is reported that the physician involved in the event is training in the use of the proglide devices. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: analysis of the returned device was performed and the reported suture detachment was not confirmed as the plunger, suture, link, both needle tips and both cuffs were not returned for analysis. A conclusive cause for the reported detachment could not be determined. The treatment appears to be related to procedure circumstance. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.